Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value was unknown. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the display did not return after insulin pump restart. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will return for the analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device was received with minor scratched lcd window. The p-cap locks properly into place. (B)(4).